Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records during routine follow up on a peritoneal dialysis patient¿s customer experience. It was noted that during cycle four, the patient had drained 3652ml which is 182% the patient¿s prescribed fill volume of 2000ml. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records during routine follow up on a peritoneal dialysis patient¿s customer experience. It was noted that during cycle four, the patient had drained 3652ml which is 182% the patient¿s prescribed fill volume of 2000ml. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Correction: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.